Event description:
It was reported that the user experienced low blood glucose of 65 mg/dl during and after exercise while using the system with a dexcom g7 continuous glucose monitor (cgm), and during troubleshooting it was identified that the user had not been pausing or disconnecting insulin delivery for exercise; education on pausing insulin during activity was provided and the user affirmed understanding and intent to manually resume after exercise. Investigation of this case revealed user technique and use error related to not pausing insulin during exercise, with no device malfunction identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contribution from user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.